Event description:
Clinical report states that the patient has dislocation issues. Update: (B)(6) 2012-clinical report indicates patient has been revised. Patient was revised due to poly wear/poly disassociation/ dislocation.

Manufacturer narrative:
***Update** 09/12/2012-clinical report indicates patient has been revised. Patient was revised due to poly wear/poly disassociation/ dislocation. Dor: (B)(6) 2012. **update** 01/31/2013 - patient's medical records were received. Records indicate there was a disassociation of the cup and liner. The cup was added to the complaint. **update** 02/12/2013 - x-rays were received. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Physician states in revision operative report that current failure was most likely secondary to damage of the locking mechanism of the liner during the patients traumatic dislocation and then relocation procedure. Based on the performed investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.